Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using a bd integra¿ syringe with detachable needle, the needle prematurely retracted. The following information was reported by the initial reporter: needles were retracting - retracted way to early while customer was trying to give himself his shot. He just began giving himself injection and the plunger part shot through and lost 3/4 of testosterone dose.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-aug-2022 h6: investigation summary two samples were provided to our quality team for investigation. Through visual inspection, it was observed that syringe had the stoppers cut with the needles retracted inside of the plunger rod as designed. The second sample was only an inner and outer plunger rod from an integra syringe with the stopper cut from the cutter. The reported defect for premature retraction was not identified in the samples received.

Event description:
It was reported that while using a bd integra¿ syringe with detachable needle, the needle prematurely retracted. The following information was reported by the initial reporter: needles were retracting - retracted way to early while customer was trying to give himself his shot. He just began giving himself injection and the plunger part shot through and lost 3/4 of testosterone dose.